Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the case on the battery tube side. The pump was received without a battery cap. After battery installation, the pump gave an unexpected flashing white / bleeding display followed by an unexpected intermittent beep alarm. In addition to this, there is bleeding in the lower right corner of the lcd screen. Unable to perform the displacement test due to the display anomaly. Unable to upload using thus due to the display anomaly. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The lcd screen itself had multiple cracks within it. After removing the protective layer that covers the lcd circuitry, it was found that the lcd controller too has a vertical crack in it. In summary, the customer¿s report of a cracked lcd screen was confirmed during testing. The unexpected flashing white / bleeding display is due to a combination of a vertically cracked lcd controller and a cracked lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1714. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1714 was returned for analysis.